Manufacturer narrative:
Per tandem user guide: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump fell, and the touch screen became cracked and unresponsive. In addition, it was reported that a cartridge alarm (alarm 09) occurred after the customer reused the cartridge. Reportedly, the cartridge had been loaded with 300 units of insulin. Reportedly, customer successfully loaded a new cartridge to resolve the issue. Customer's blood glucose level was 160 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.